Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to pocket infection. During lead explant, this lead was caught in the supra vena cava (svc) and broke. The physician then cut the lead and attempted to snare down but was unsuccessful. Further, the lead was found outside of the vasculature and was then removed without further incident. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.